Manufacturer narrative:
The event of capsular contracture grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade IV.

Event description:
Healthcare professional reported capsular contracture grade IV and rupture against left side device. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red biological tissue in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "the left fibrous capsule pocket contained milky fluid," "focal fat necrosis and foreign body giant cell reaction," and "rare polymorphonuclear leukocytes." Device has been explanted.